Manufacturer narrative:
Concomitant medical products: 1103 hvad pump, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to "withdrawal". Follow up with the attending cardiologist was attempted, however was unsuccessful. The location of the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead are unknown.